Event description:
A ventilator was returned to the manufacturer for routine service. There was no allegation of device malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
During the device evaluation at the manufacturer's service center, a failure of the remote alarm connector was observed. The device's interface board was replaced to address the issue.